Manufacturer narrative:
Citation: huang x, chen s, li g, et al. A stunning giant mass in right ventricle: a challenge for treatment. Chest. 2023;163(5):e241-e246. Doi:10.1016/j.chest.2022.05. Earliest date of publication used for date of event: may 01, 2023 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent surgical resection of a malignant tumor to relieve obstruction of the right ventricular outflow tract and tricuspid valve replacement with a medtronic 27 mm mosaic bioprosthetic valve. Twenty-seven days after the surgery, the patient experienced sudden ventricular tachycardia (vt) followed by dyspnea and undetectable blood pressure. Electrical cardioversion was successfully performed, and the patient recovered consciousness. It was noted that the 24-hour holter electrocardiogram detected atrioventricular block (avb) before this emergency, which meant that the vt occurred secondary to avb. The authors stated that a risk of adams-stokes syndrome and sudden death remained, so a permanent pacemaker was implanted. The patient did not experience cardiac arrhythmia over eight months of follow-up. No further information pertaining to the mosaic valve was noted.